Event description:
Per provider: manifold valve is not switching s/n (B)(4). Per independent repair center statement: unit alarming or red light, key failure is 4 way not switching. Additional issues are sieves dusted, exhaust muffler clogged, pvc tubes leaking, tie wraps leaks and hose clamps leaks.